Event description:
Healthcare professional reported reason for new device opened and discarded/destroyed is noted as "ruptured intra op." Device was not implanted and surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "ruptured intra op".